Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent loss of capture and high thresholds after implant procedure. It was noted that the cardiac compass of the implantable pulse generator (ipg) had invalid data. The ipg and the lead remains in use. No patient complications have been reported as a result of this event.